Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they received watchdog time out alarm and a software error alarm. The customer also reported that the insulin pump was not rewinding. The customer's blood glucose was 306 mg/dl at the time of incident. The insulin pump will not be returned for analysis.